Event description:
Getinge became aware of an issue with one of our table 118001c0 - magnus table column, mobile. As it was stated, during the positioning procedure, the anesthetized patient was on the operating table and adjustments were being made using the wireless remote control. When the button to lower the table was pressed, the column did not execute the commanded movement. Instead, it began tilting toward the patient¿s left side and continued to do so uncontrollably, even after the button was released. This created a risk of patient fall, which was ultimately avoided. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely unintended movement resulting in the change of the patient's position, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 initial reporter: (B)(6).